Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for three samples from one patient tested on a coaguchek xs meter with serial number (B)(4). Of the three samples, two were found to have erroneous results. The customer's meter readings were lower when compared to the doctor's coaguchek meter. The doctor believed the doctor's meter to be correct. On (B)(6) 2016 at 10 a.m., the result from the customer's meter was 1.4 inr. The doctor's meter had a result of 2.0 inr immediately afterwards with a new fingerstick. On (B)(6) 2016, the result from the customer's meter was 2.0 inr. The doctor's meter had a result of 2.8 inr immediately afterwards using the same fingerstick. Due to the readings from the doctor's meter, the customer's coumadin dose was changed to 10.5 mg on wednesdays and the rest of the days to 8 mg. The patient's therapeutic range is 2.5 - 3.5 inr. The customer has had no changes in supplements, vitamins, or physical exercise. The customer is not anemic and does not suffer from antiphospholipid antibodies. The customer is not on direct thrombin inhibitors and has no signs of bleeding or bruising. The customer has had no changes in diet or illness. The meter and test strips have been requested for return. Relevant retention test strips (lot 128043) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and test strips were returned and tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot: 3.7 inr, customer strip and meter: 3.6 inr. Donor #2: master lot: 2.4 inr, customer strip and meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.